Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was sleeping at the time of the shocks. An x-ray was done and the system looks fine. Technical services discussed some programming options. The doctor elected to make no changes at this time. There were no additional adverse patient effects. The system remains implanted.